Event description:
The customer reported the system's cable joint was damaged internally. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable was replaced. The system was then found to be operating as intended.